Event description:
It was reported via literature that pneumothorax occurred, requiring medical intervention. This iceseed needle was selected for use during a cryoablation procedure for renal cell carcinoma. A patient experienced pneumothorax which required the placement of a temporary chest tube.

Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6). Abdelsalam me, mecci n, awad a, bassett rl, odisio bc, habibollahi p, lu t, irwin d, karam ja, matin sf, ahrar k. Magnetic-resonance-imaging-guided cryoablation for solitary-biopsy-proven renal cell carcinoma: a tertiary cancer center experience. Cancers (basel). 2024 may 10;16(10):1815. Doi: 10.3390/cancers16101815. Pmid: 38791894; pmcid: pmc11119189. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.